Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed upon initial testing. However, the device was put through extensive testing including hla testing without duplicating the report. The firmware was reloaded as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.